Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the insulin pump hit a door which cracked the screen and casing. Blood glucose level was 184 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, a cracked belt clip slot, and minor scratches and cracks on the display window.